Manufacturer narrative:
The pump remains in use supporting the patient, and no further issues have been reported. A specific cause for the reported infection was not able to be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- I year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) following 14 days of experiencing malaise and pain on the driveline exit site. Upon admission, the patient¿s driveline exit site was tender and the patient was started on vancomycin and zosyn. Cultures taken yielded no growth after 72 hours on final report. After cultures were found to be negative, vancomycin and zosyn were discontinued. The patient¿s driveline exit site improved while on antibiotics and the patient was discharged on (B)(6) on prophylactic antibiotics scheduled for 14 days. As of (B)(6), it was reported that there have been no further driveline infection issues.